Manufacturer narrative:
There are no indications that any of the nalu components failed or malfunctioned. The location for the device was discussed prior to the implant and the patient was agreable to the location. Explant of the system was due to patient being unable to independently place external components consistently and thus unable to successfully use the nalu system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 after a successful trial phase with nalu. On (B)(6) 2024 a surgical revision was performed per the patient request to have the implantable pulse generator (ipg) repositioned due to interference with clothing. The existing ipg was moved to a more inferior position per the patient's request. During the procedure the physician also placed two new leads in a more medial position to capture a slightly different pain area, also per the patient's request (see MDR 3015425075-2024-00070). Shortly after the surgical revision, the patient noted issues with communication between the ipg and the external therapy discs, causing inadequate pain relief for the patient. Investigation found that the ipg was placed in a position lower on the back where the orientation of the ipg was affected by patient positioning, specifically sitting versus standing. Surgical revision was performed on (B)(6) 2024 to move the ipg to a higher position with more firm tissue (see MDR 3015425075-2024-00150). After the second surgical revision, the patient reported difficulty with using the system, specifically placing the external devices on the back. A full system explant was performed on (B)(6) 2024 per the patient's request.